Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds the day after implant. The lead was repositioned, and measurements were within normal range at repositioning. The next day the thresholds were high. The lead remains in use. No patient complications have been reported as a result of this event.